Event description:
The suction canister used with the stryker sonoped suction irrigation system imploded (or exploded) during a neuro case. All the connections were correct. It didn't appear to me that there was any way that the suction pump could generate that level of suction. Clearly, something was awry with the unit or the canister.======================manufacturer response for sonopet ultrasonic aspirator, sonopet (per site reporter).======================no response as of this date.